Manufacturer narrative:
H3: product analysis information -- pli# 20 product ID# 97810 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978a133 lot# va2c2xd serial# (B)(6), implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information for this event description.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they have asked their healthcare professional (hcp) to just remove it as patient stated it's not helping them one bit. Patient stated they have had programs added, tried changing to different program and have up'd it to where they have a stronger sensation telling patient to go to the bathroom. Patient stated they could not deal with stimulation level that they increased it to so they cut down low enough to where they didn't feel it boring a hole in that one spot and the pain is so bad. Patient stated they have cut it down to where they don't feel stimulation. Patient stated they have a severely overactive bladder and they have to change clothes at least 10 x per day and stated they have more pads than on the shelves at walmart. Patient stated they have gone to their hcp within the month and stated their hcp said the only other thing they can do is to surgically implant a catheter directly into their bladder. Patient reported they don't get sleep because they are not notified when they have to go to the bathroom. Patiet reported when they get up to go it's too late and they are afraid that if they cut it off they might as well go sit on the toilet it's that bad. Patient also reported they used to have a problem that their program would "cut off" and patient would not know it. Patient stated when they would try to check battery percentage of implant sometimes it would say therapy was off. Patient stated they did not turn therapy off and stated they understand when changing programs that therapy turns off but patient stated when they change programs they turn therapy on and increase therapy. When agent asked for event date patient stated it's been that way since day one and stated this is their second implant. Moreover, they have been trying to charge their ins for like 3-4 days and reported they keep losing connection. Patient reported they will hear clicking like it's charging but then about 10 seconds later recharger starts beeping again and they lose connection. Patient reported they messed with recharger several time throughout the day and tried cutting it on/off and stated it times out. Patient stated they can feel where it's connecting but they are unable to maintain charging connection long enough to get a full charge. Patient reported they are at the point where they want to throw it out the door. Patient stated this has been going on for maybe the last 3 months and they are aggravated with it. Patient stated on the call trying to charge while sitting and leaning forward. Patient reported it takes forever to find it. Patient stated holding the recharger on their implant is the only way they can do it. Patient confirmed can palpate/feel ins but later stated it is kind of hard to feel all 4 corners of the implant because patient stated they are kind of a fat person. Reviewed placement of recharger on ins and repositioning recharger. Reviewed applying comfortable pressure with recharger over ins. Patient stated recharger connected to charge briefly then patient lost connection. Patient confirmed not moving and stated they were completely still when this occurred. Patient stated their fingers were asleep that's how still they were trying to keep the recharger. Reviewed option to stop charging if uncomfortable for patient due to fingers falling asleepand follow up with hcp for further troubleshooting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.